Manufacturer narrative:
The complaint cartridges were not returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
Received info of multiple cartridges leaking from the cartridge tubing. Customer's blood glucose level was impacted.